Event description:
An implant had to be removed from a pt during the placement procedure due to the internal threads of the implant. The threads appeared to be comprised along with the external hex of the fixture as well. Surgeon was able to place another implant into the site during the same procedure. Pt injury has not been reported.